Event description:
A customer contacted beckman coulter (bec) to report a reagent probe leak on an unicel dxc 600 pro synchron clinical system. The leak was contained within the instrument. Per customer, the instrument was running qc when a small amount of fluid that leaked from the reagent probe was observed. The customer was wearing personal protective equipment (ppe) including a lab coat and gloves at the time of the event. No injury or exposure was reported. No erroneous patient results were generated.

Manufacturer narrative:
A field service engineer (fse) went on-site and replaced the waste valve on reagent probe b and replaced the spiral wrap for the tubing. Fse also replaced all cartridge chemistry side reagents due to the leaking probe, calibrated all chemistries, ran qc and verified repairs. The reagent probe leak was caused by a faulty reagent probe waste valve. (B)(4).